Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/25/2020. H.6. Investigation: two photos and one loose 1ml syringe with a gauze were received and evaluated. In one of the photos, it was observed there was a small black foreign matter particle present in the tip of the fluid path of the syringe. In the physical sample, the particle appeared to be placed in the gauze consistent with one of the photos. It was reported the particle was found during processing and a filter needle was used in conjunction with the syringe. Fourier transform infrared spectroscopy was performed, this material is most likely polycarbonate., which is consistent with the material composition of the barrel, furthermore it is rejectable per product specification.the potential root cause for the foreign matter defect was likely associated with the assembly process. The particle may have been a result of friction during machine contact and inadvertently introduced into the barrel while being assembled. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter in the liquid medicine. This was discovered before use. The following information was provided by the initial reporter: on 2020.08.28, their company received feedback from hospital from the customer. After using batch of syringes to withdraw the liquid medicine, a black foreign matter was found in the liquid medicine during the exhaust operation (the liquid medicine was filtered by the filter needle, and the filter needle item no.: ), causing the drug to be scrapped.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter in the liquid medicine. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2020, their company received feedback from hospital from the customer. After using batch of syringes to withdraw the liquid medicine, a black foreign matter was found in the liquid medicine during the exhaust operation (the liquid medicine was filtered by the filter needle, and the filter needle item no.: ), causing the drug to be scrapped.